Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera was not working and found that power is not coming to the device during inspection for use involving a video system center. There were no reports of patient injury.